Event description:
Additional information was received from a consumer reporting that the patient stated they were having the issue of when requesting a bolus it was taking a long time an confirmed handset lags at 90%. Agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag at 90%. Patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# u product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID(B)(4) lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for spinal pain indications. It was reported that the patient stated that the pump takes so much longer to deliver or administer a bolus than the other pump. Patient stated it seems like it takes 2-3 times longer than the previous pump. Agent walked patient through clearing the data from the applications. The troubleshooting steps that were taken on the call resolved the issue. Patient boluses a day was 6.